Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the case went very well from stick to manta deployment. There was a bit of calcium mid-femoral head but was avoided with a slightly higher stick. The staff did have trouble keeping her pressure down but was 150/48 at time of manta deployment. Immediate hemostasis was obtained. Within a couple of hours after the procedure, the patient was not being monitored and against protocol, got out of bed and began to walk apparently dislodging manta. The closure site began to bleed and was held periodically overnight before the staff brought her to the operating room for a cutdown and closure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 7.5mm x 8.3mm, with mild mid-femoral head and anterior wall calcification, no tortuosity, with a depth deployment measurement of 4.5 + 1. Micro-puncture and ultrasound were utilized to achieve access position; and calcium at the mid-femoral head was avoided by a slightly higher positioned stick. No issues were encountered advancing or withdrawing procedural sheaths. However, the staff had difficulty in controlling blood pressure; but was reported at 150/48 during deployment. Activated clotting time was greater than 400 and protamine was administered. Following deployment, hemostasis was immediate; and the patient was transferred to the floor. A few hours later, the patient was not being monitored and against care protocol, the patient got out of bed, began walking, and dislodged the manta. The access site started to bleed, and pressure was applied periodically throughout the night until the patient was transferred to the or in the morning for a cutdown and closure. The device was not returned for investigation. It is believed that the device performed correctly; therefore, no device failure due to hemostasis was immediately achieved. The post-procedure bleeding is due to the dislodging of the manta device. The dislodging occurred because of the patient not being monitored, got out of bed, and began walking against standard procedure for ambulation. The IFU was reviewed and identifies other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention as an adverse event.